Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-oct-2020, UDI#: (B)(4). H3. Analysis of the communicator found the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated that yesterday their communicator quit working, wouldn't charge, turn on, or do anything. The patient confirmed that the communicator had not been wet or dropped, and they already tried other cords and outlets without resolution. The patient stated the communicator charging port was loose and the cord did not stay in the port and the indicator light flickered with they tried to charge it. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. No patient symptoms or complications were reported.